Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the myocardial infarction and thrombosis could not be definitively determined based on the information available. There was no ivl device malfunction reported. The clinical site determined that the st-elevation myocardial infarction (stemi) stent thrombosis was possibly related to both the ivl device and the procedure. Shockwave medical safety determined that the event was not related to both the ivl device and the procedure because it occurred one year after the index ivl procedure. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
This event was reported to shockwave via the post-market empower cad clinical study. A shockwave intravascular lithotripsy (ivl) coronary c2+ was used to treat a moderately calcified lesion in the mid left anterior descending artery (lad). A total of 100 ivl pulses were delivered at 6 atm. Multiple scoring/cutting balloons were used for pre and post dilatation. There was no reported ivl device malfunction. A year after the index procedure, the patient experienced angina symptoms. The patient presented to the emergency department on the same day and was transported to an outside hospital and underwent left heart catheterization with results of 100% occlusion of the lad stent. A large clot burden was observed and post clot thrombectomy was performed. Balloon angioplasty was performed of a previously deployed lad stent. There was a moderately severe lesion in the right ventricle (rv) and mild in-sent restenosis of the right coronary artery (rca). The patient was restarted on 75mg of plavix. Cardiology recommended a life vest for the patient. The patient was discharged in stable condition two days later. The clinical site determined that the st-elevation myocardial infarction (stemi) stent thrombosis was possibly related to both the ivl device and the procedure.